Event description:
It was reported that while liver was on board for approximately twenty-six minutes, arterial pressure was noted to be at 34 mmhg. The arterial pinch valve was reporting 100% occlusion. Troubleshooting was attempted with no significant changes in pressure. The arterial line was manually clamped below the pinch valve to maintain arterial pressure around 65 mmhg. Perfusion was stable following placement of the clamp. A clinical specialist arrived on site to assist. After cleaning the pinch valve, the clamp was removed and the pinch valve was able to maintain arterial pressure at 67 mmhg. Following perfusion, liver was transplanted.

Manufacturer narrative:
Device was assessed at the customer site by a clinical specialist. Upon review, the pinch valve the clinical specialist was able to irrigate the pinch valve with warm soapy water and scrub it clean. After cleaning, the pinch valve functioning normally and was able to maintain the appropriate arterial pressure. The clinical specialist educated the team on the importance of regular cleaning.